Manufacturer narrative:
Investigation: one case carton of 12 trays was returned for evaluation. The label on the outside of the case carton was confirmed to be from batch# 8285697. All 12 trays inside the case carton were labeled as incorrect batch# 8280697. The batch number was incorrect on the top web and no rejections were noted due to human error during inspection. Quality notification was later identified which most likely contributed to the reported condition. Additional inspection performed and the batch was released based on meeting our re-qualification requirement. Root cause: software bug with the variable printer and due to human error during inspections. Preventive and corrective action, CAPA#900946, have been initiated to investigate this reported issue.

Event description:
It was reported that the outer label on the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray stated the product was "lot 8285697", while the packaged syringes were labeled as "lot 8280697".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer label on the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray stated the product was "lot 8285697", while the packaged syringes were labeled as "lot 8280697".